Manufacturer narrative:
D4 - lot number: 34994378 was reported but could not be verified. (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the rubicon 14 device was returned to our post market quality assurance laboratory. The returned device consisted of a rubicon 14 with dried blood in the shaft. The device was soaked in the ultrasonic bath for over 24 hours with a pressure syringe attached in an attempt to flush the device. The device failed the wire insertion test, as the shaft was occluded with dried blood. The device could not be flushed.

Event description:
It was reported that device entrapment occurred. A rubicon 14 support catheter was selected for use in a percutaneous transluminal angioplasty procedure to treat vascular stenosis. During the procedure, the wire became stuck in the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - lot number: 34994378 was reported but could not be verified. E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. A rubicon 14 support catheter was selected for use in a percutaneous transluminal angioplasty procedure to treat vascular stenosis. During the procedure, the wire became stuck in the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.